Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio flex meter was displaying an error 4 message. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began 4 months prior to her contacting lfs. She reported that she manages her diabetes using oral medication, diet and exercise (1500 mg metformin, 10 mg glypiside, 100 mg januvia) and she made no changes to her normal diabetes management in response to the error 4 message. The patient alleged that at the same time the meter issue began, she developed symptoms of ¿thirsty, tingling feet, shaky, sweaty and anxious¿. The patient confirmed that she received no treatment for the alleged symptoms. During troubleshooting, the csr noted this was not the first time the product was being used, and the patient described the correct testing steps. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. The csr walked through a retest with the patient and the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.